Event description:
Allegedly, removed the head for suspected metallosis and pseudo-tumor. Products not revised: product: profemur lx stem product ID: prlx0015, lot#: 106380377; product: profemur neck 8dg var/nal short product ID: pha01252, lot#: 086371800.